Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise on the atrial channel when using the programmer. Technical support (ts) recommended use of an extra cable to plug into the open port, which resolved the noise, and the signal could be read. The programmer remains in use. No patient complications have been reported as a result of this event.